Event description:
Device malfunction: unk device failure. Time of malfunction: after vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the clip was deployed successfully; however, a few minutes following the procedure the patient had a steady flow of oozing for 45 minutes. A clamp and femostop were used to achieve hemostasis. There were no adverse patient effects reported. Through requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.